Event description:
A malfunction alarm identified as malf 15 was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The customer was provided with information on how to reset the pump, and technical support assisted with the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.